Event description:
The dealer reported that the seat on the rollator was broken. This issue could cause the rollator to be unstable and the user could fall off the seat.

Manufacturer narrative:
Invacare awareness date (B)(4) 2013. Customer service did not give the complaint to regulatory affairs for processing until (B)(6) 2013.